Manufacturer narrative:
A review of the complaints database was conducted, and over the previous six months there were seven similar complaints found related to the failure mode involving this part number 34232. No lot number was provided. An evaluation of the sample device was performed. A visual inspection found that the catheter tube was twisted with minor damage. A functionality test of the device found that there was a catheter tube leakage approximately 4-5 mm from the securement disc. The complaint was confirmed. A conclusive root cause was unable to be determined. A pin hole in the PICC catheter tube could have possibly been caused by mishandling of the device after reaching the customer facility or prior/during use. This issue is not likely to be related to the manufacturing process because op-ca-015 first PICC catheters are inspected 100% in-process at various times during manufacture. H3 other text : placeholder.

Manufacturer narrative:
Argon medical received sample from customer on 12/17/2019. Investigation is in progress. Follow up will be provided with investigation findings by 01/16/2020.

Event description:
This morning at ch msr, the pcicu reported that a 1.9 french single lumen percutaneous central venous catheter was found to be leaking. Upon firther investigation, there are two pinhole cracks in the tubing. It was removed from the patient and I have it in my office. I do not believe that we have a lot number, as it was inserted by the nnicu on 10/26 and has been in place the entire time.